Manufacturer narrative:
(B)(4) final report. The reporter confirmed that it is unknown whether the patient followed correct post-op protocol and that patient confidential information, operative notes, x-rays etc. Could not be provided. Therefore, the scope of this investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. Review of these records revealed no deviation from process or product non-conformity that would have caused or contributed to this event. Based on the available information, no further investigation can be conducted and the root cause of the reported dislocation could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Patient had trinity / metafix collared primary surgery and dislocated. A closed reduction was performed under anaesthetic.

Manufacturer narrative:
(B)(4) initial report. The reporter has stated that it is unknown whether the patient followed correct post-op protocol and that patient confidential information, operative notes, x-rays etc. Could not be provided. Therefore, the scope of this investigation is limited. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.